Manufacturer narrative:
The unidentified excelsior microcatheter was not returned. As both coils in the procedure were from the same lot number this coil will be identified as coil "b." Located adjacent, but proximal to the distal tip of the skive, the coil has protruded outside the introducer sheath. No mechanical damage was found to the sheath. At the protrusion site, the coil has buckled back .located proximally 2 mm and 4 mm off the distal tip are kinks on the dpu. The proximal end of the coil is stretched. The first secondary winding off the ball tip has been bent away from the remaining coils. The middle section of the coil is undamaged. The coil was returned severely damaged. The evidence strongly suggests that interference inside the microcatheter contributed to the coils resistance during advancement. It cannot be determined if the source of this interference was of a fixed or detached nature. In addition; without the identification or return of the microcatheter used in the procedure; it cannot not be determined if this component directly contributed to the complaint event. Although a definitive conclusion cannot be made, based on the analysis, it appears that interference inside the microcatheter may have been the initial cause of the damages observed. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. This is report 2 of 2 related to (B)(4). This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.

Event description:
While inserting the coil (cpl100153-30/ g14453) into the microcatheter(excelsior/boston scientific); physician found a crack in the introducer sheath. When he tried to push the coil forward; he felt a severe resistance at the point where the crack was found; and he could not advance the coil anymore. Therefore he replaced it with a new one(cpl100153-30/ g14453) . However; when he inserted it into the microcatheter; he again experienced a severe resistance so he decided to remove the coil from the microcatheter. Instead; another coil (competitor¿s product) was used with the same microcatheter; and the procedure was completed with no further difficulties. No patient injury was reported. Both coils will be returned for evaluation. On (B)(4) 2011, failure analysis that one of the returned coils (labeled coil a) was buckled/kinked, unraveled, and separated into two pieces. The other coil (labeled coil b) buckled/kinked and stretched. They will be reported on separate reports with their findings described in each report.